Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner lost its suction two separate times. A replacement device was used to complete the procedure successfully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the mount and flexlink arm. No visual defects were observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test. Using calibrated using vacuum regulator and pressure gauge and canister. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the complaint was unable to be confirmed for the reported failure "suction issue"

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner lost its suction two separate times. A replacement device was used to complete the procedure successfully. The hospital did not report any patient effects.